Manufacturer narrative:
G4: 27jan2021. B4:17feb2021. H11: patient code updated submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:27jan2021; b4:12feb2021. The biomedical engineer (bio-med) could not confirm any errors in the logs. The bio-med identified the issue was the circuit that was being used on that machine. Once the circuit was replaced the machine worked correctly. The unit was tested and it was returned to service.the respiratory therapist confirmed the device was not in use when the reported incident occurred. The patient was off the unit on the nasal cannula when the event occurred. The unit was not swapped out. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17dec2020.

Event description:
The customer reported the device will not go into standby mode and is alarming patient disconnect. The device was in use when the reported incident occurred. No patient harm was reported.